Event description:
The pt had oversensing on the lead which lead to inappropriate detections. No change in impedance, sensing or threshold is seen. On (B)(6) 2011 - the pace/sense portion of this lead was capped today due to lead fracture.